Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had the proximal left femur replacement since I was able to see x-rays with the implant in place. I cannot confirm the explantation and periprosthetic fracture since I have no documentation including operation notes, doctor's notes, post fracture x-rays or post revision x-rays. The root cause of periprosthetic fracture in this case cannot be determined with certainty. The most common cause would be trauma. Also contributing might be the surgical technique such as the eccentric cement mantle leaving the femur in slight varus. Another contributing factor could be the patient's activity level and bmi. With the information provided I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. A review of the provided medical records by a clinical consultant was unable to confirm the event: "I cannot confirm the explantation and periprosthetic fracture since I have no documentation including operation notes, doctor's notes, post fracture x-rays or post revision x-rays. The root cause of periprosthetic fracture in this case cannot be determined with certainty. The most common cause would be trauma. Also contributing might be the surgical technique such as the eccentric cement mantle leaving the femur in slight varus. Another contributing factor could be the patient's activity level and bmi. With the information provided I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the distributor that the surgeon had received a patient with periprosthetic fracture. Implants used was from stryker, implanted in 2012 by another surgeon.

Event description:
It was reported by the distributor that the surgeon had received a patient with periprosthetic fracture. Implants used was from stryker, implanted in 2012 by another surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.